Manufacturer narrative:
H10: the actual sample was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, drops were visible at the header transition to the housing. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6) hospital . E1: initial reporter address: no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from ¿the hollow fiber dialyzer¿ polyflux 17l set during hemodialysis therapy. The extracorporeal blood was returned to the patient and the dialyzer was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.